Manufacturer narrative:
Evaluated 2 open/used reservoir. Performed a visual inspection and found no physical or cosmetic damage. Checked o-rings/stoppers groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into paradigm pump. Conclusion: reservoir no air bubbles and not leakage anomalies. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak. Customer's blood glucose level was 5.6 mmol/l. Customer reports leak between 2 o rings. Customer states the location of leak was past first o ring. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The reservoir will not be returned for analysis.